Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer took correction. The customer stated that pump will not prime. Customer was found that she was on fill cannula screen, was able to exit out and went through rewind process together. The customer was able to fill tubing and cannula.